Manufacturer narrative:
Investigation: one sample was received. It has the plastic shield. It has an extra needle attached to the outer side of the plastic hub. It could have happened during needle assembly process, the plastic hub is placed under the cannulator then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it; after that, a plastic hub is assembled. In this case, the misfeeding of the cannulator may have induced to have the double needle. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that an unspecified number of needle 27x1/2 rb experienced a broken needle. Product defect was noted prior to use. The following information was provided by the initial reporter: defect needle: second molded broken needle.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of needle 27x1/2 rb experienced a broken needle. Product defect was noted prior to use. The following information was provided by the initial reporter: defect needle: second molded broken needle.